Manufacturer narrative:
Bci customer technical support (cts) had the customer stop system function and place paper towels in compartment. The customer runs sample tubes with no caps and cover removed. Service visited on (B)(4) 2011, and the field service engineer (fse) cleaned debris from vacuum valve and tubing used to drain wash from cap piercer. The fse primed 20 times and ran samples with no further problems. No further leaking has been observed. The fse advised the customer of possible sample contamination if leak re-occurs.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from cap piercer wash station on synchron lxi 725 clinical system. There was no effect to patient or user.